Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the 30° endoscope plus was found to have missing silver wheels in head of camera. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope plus instrument was analyzed and visually inspected. The endoscope was found with missing the gear wheel that is needed to rotate the attached endoscope adapter (aea) adapter. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause of gear wheel missing is attributed to manufacturing.